Event description:
It was reported that during the implantation of the transcatheter aortic valve, the valve was successfully loaded. During the first deployment attempt, the valve was positioned too low. The valve was then recaptured. A second deployment attempt was made however at 2/3 deployment, an infold was noted. The valve was recaptured and removed from the patient. A new valve was then successfully loaded. During the first deployment attempt, an infold was noted at 2/3 deployment. The valve was recaptured and removed. A third valve was successfully implanted.

Manufacturer narrative:
Continuation of d10: product ID: d-evolutfx-2329, (lot: 0012790368); product type: 0195-heart valves; product ID: evfxplus-23, (k080922); product type: 0195-heart valves; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the valve was returned loaded inside the delivery system. The valve was discolored showing evidence of blood contact. The valve was received in a compressed state. All leaflets exhibited signs of desiccation, creases, and frame imprints. These conditions may be associated with the valve being crimped inside the capsule of the delivery system for an unknown duration. The leaflets were stiff yet slightly flexible. As received, all leaflets appeared open. All commissures appeared intact. Bent struts were observed on the inflow crown and node 2 below commissure 1-2. Remnants of coagulated blood were observed throughout the valve. Two holes were found on the valve skirt below leaflet 3. Updated h.6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that a procedural delay of approximately 10 minutes occurred. Per the physician, the patient's annular calcification contributed to the infolds.

Manufacturer narrative:
Updated data: b5. H6. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.